Event description:
It was reported by service report that the customer alleged that the zoom function would stop intermittently. Stryker technician could not duplicate the alleged event. No pt involvement or adverse consequences are reported.